Event description:
Admitted with unstable, exertional angina. Underwent open heart surgery. Pt being removed from cardiopulmonary bypass. Blood pressure dropping so went to insert iab. Balloon not filling with helium - no EKG tracing. Found a blue cap over the iab cath extender input. Apparently during an inservice by datascope rep, staff told while performing the leak test, they could leave the cap in place so the next person would know the test had been done. Lap used was a dead ender. It easily fit on input and iab connector tubing easily inserted in other end. No flow through.